Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that the electrocardiogram connector was loose and that the device was out of specification on its common mode/wrist electrode functional tests. It was noted that it would need its link electronic module board replaced. It was additionally noted that the coating on the liquid crystal display (lcd) was separating on the left center side and the lcd needed to be replaced. The device was to be scrapped. (B)(4).

Event description:
It was reported that the programmer had parts missing and was not working. It was further reported that this was a loaner unit and that it was detected during service. The programmer was returned to the united states for further servicing. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.